Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed that the hemopro scope washer was not functioning properly but continued with the procedure. While he was pulling the device, the scope washer tube separated and the c-ring broke into two pieces. The tube fell into the pt's leg but was retrieved through the original incision, as its proximal end was visible. This occurred during the last part of the procedure. The procedure was completed using the same unit. The hospital did not report any pt effects as a result. The hospital also reported that the c-ring broke into two pieces due to the hemopro clamp. When the maquet territory manager clarified, he mentioned that the c-ring was charred. He believes that the hemopro must have overheated and damaged the c-ring.

Manufacturer narrative:
Investigation results: the visual inspection showed that the wire containing half of the c-ring was bent and extended from the harvesting cannula. The other half of the c-ring and scope wash tubing was missing. The hot jaw was burnt, the tri-heater assembly was bowed out, and a piece of the cold jaw silicon was detached. This suggests that the c-ring was subjected to a heat source long enough to melt and split the c-ring into two pieces during manipulation. The c-ring was difficult to extend and retract from the harvesting cannula. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.